Event description:
The patient contacted animas on (B)(6) 2013 reporting an insulin leak at the cartridge and infusion set luer connection. The patient indicated that the issue was noted when priming the tubing after a battery change. The patient indicated that there was an insulin smell all day long but did not realize the insulin was coming from the cartridge connection. The patient reported having elevated blood glucose levels up to 275 mg/dl. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation of the luer connection leak.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.